Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that the seven years post implant, the entire endograft thrombosed due to a type iii endoleak. The pressurization in the aaa sac collapsed the endograft. A thrombectomy was performed and the endograft was relined with a stent. The patient was reported to be doing well. To date, no further adverse patient effects were reported.